Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap issue, no communication between the transmitter and the pump, an insulin flow blocked alarm, cracks on the back of pump, gets low alarms that were not correct, button unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-7040a, mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit passed the displacement test and self-test. All buttons function properly. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The time and date function properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit communicate properly with glucose sensor simulator and the guardian link transmitter. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label, partially detached retainer, cracked keypad overlay at select button and cracked battery tube threads unit was not confirmed for absences of audio/ vibrate anomalies. Unit passed all required testing. No unexpected unresponsive keypad or miss communication between guardian sensor and unit. Unit was confirmed damage at battery case and damage at battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.